Event description:
It was reported that the patient was presented to clinic for follow up. Device interrogation revealed that the patient's insertable cardiac monitor (icm) exhibited premature discharge of battery. No intervention was performed. The patient's condition remained stable.